Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that venous closure of a right common femoral vein was attempted with two proglide devices using the pre-close technique via a 12f sheath prior to a watchman interventional procedure. Reportedly, both sutures were successfully preplaced. The 12f sheath was used for the procedure and the watchman procedure was completed. The first suture was tightened without issue. However, when the second suture knot attempted to be advanced with the suture trimmer, the knot could not be advanced at all. As the guide wire remained inside the vein, the suture was removed out of the anatomy and a new proglide device was used. Hemostasis was achieved with the pre-placed proglide suture and the new proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.